Event description:
Customer reports that he received results of 144mg/dl, 37mg/dl, and 52mg/dl within 10 minutes on the same device. Customer reports that he drank juice to elevate his blood glucose. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.